Manufacturer narrative:
The initial reporter is a siemens employee. The reporting facility contact name and phone number were not provided for reporting purposes. Siemens completed a technical investigation of the complaint event. The investigation confirmed that the cabinet was locked, and the high voltage warning labels were in place. The facility electrical cabinet did not have a residual current device installed. The inhouse technician was not certified to work inside the power distribution cabinet (root cause). The inhouse technician who sustained the electrical shock was reminded not to work inside the power distribution cabinet without proper training certification. The investigation confirmed there was no device malfunction, therefore no remedial action is deemed necessary.

Event description:
It was reported to siemens that the hospital inhouse technician received an electrical shock while working inside the power distribution cabinet (pdc) for the reported CT scanner. The key to the pdc was stored onsite. The technician received the shock when he closed (reset) the f1 fuse by hand. After the incident, the facility monitored his heart rate for an unknown duration of time until it was determined his heart rate was normal. The facility did not report any adverse health consequences as a result of the incident. It was further reported that the technician was not certified to work inside the pdc. The reported event occurred in (B)(6).